Event description:
A report was received that a pt had a pocket revision due to pocket pain. The ipg was moved from the pt's right side to the left side. The pt is reportedly doing well after the revision surgery.

Manufacturer narrative:
This is the final report.